Event description:
This rv lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2018. A product experience report receive on (B)(6) 2018 stated that this lead exhibited many noise episodes noted with oversensing. No pacing inhibition as pt had normal sinus rhythm of 71 bpm. Sensing, impedance and thresholds all appeared to be normal. Lead fracture suspected, but unable to determine on x-ray. The patient was shocked inappropriately due to rv lead noise. Unable to print out shock episode as no egm available. The physician dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).